Event description:
It was reported that the customer had a a35 and motor error alarm on the insulin pump. The customer's blood glucose level was 89 mg/dl. The customer insulin pump was exposed to MRI. The customer was advised that the insulin pump will be replaced. The customer stated that he will call back because he was out of the country. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to a35 alarm. No motor error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.